Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/4/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following additional information was received: after investigation, the patient was a 44-year-old woman who underwent laparoscopic myomectomy in hospital on (B)(6) 2023. The surgeon used sxpp1a405 for uterine sewing in the way of continuous suturing. During sewing, the needle tip broke by about 0.1 mm. The surgeon immediately gave the patient intraoperative CT examination to assist in looking for the broken needle and performed peritoneal washing. The needle tip was not found. The operation was completed routinely. This event did not cause any other harm to the patient except for prolongation of surgery time (specific prolongation time was unknown). The patient was in stable condition currently. No subsequent adverse event report was received.

Event description:
It was reported that a patient underwent laparoscopic examination under general anesthesia through tracheal intubation and underwent a myomectomy procedure. When the doctor removed the fibroids and sutured the uterine muscle layer, they found a 0.1mm breakage at the needle tip of the suture. They immediately searched but did not find it. The c-arm underwent fluoroscopy but did not find any foreign objects. The abdominal cavity was rinsed and no foreign objects were found. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? Did the needle fall into the patient? If yes, was the needle piece(s) retrieved during the same procedure? Were x-rays taken to locate the needle piece(s)? What measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle piece? Does a piece of the needle remain in the patient¿s tissue? If yes, is there any plan in place to remove the needle piece in the future? If yes, please provide the scheduled date. What tissue structure the broken needle was located? What is the surgeon's opinion of consequences to the patient? To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.